Manufacturer narrative:
(B)(4). Date sent: 9/21/2015. Additional information requested but unavailable: did the cartridge fall into the patient? If yes, was it retrieved?

Event description:
It was reported that during an unknown procedure on the first firing, the reload fell out of the device while stapling on the pulmonary vein. No further information is known at this time. No adverse impact to the patient reported.